Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided.based on additional monitoring, calibrations entered since the sensor re-link fit sg trends well with differences due to lag and calibrations entered during periods of rapid change.per dms review, user is using their system and has information up to date. User last calibrations have a better agreement between sg and bg.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported significant discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Review of sensor data did not indicate any system malfunction, and the root cause of the reported discrepancies could not be determined. Support instructed the user to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. The re-link was successfully completed on (B)(6) 2025. The user was advised regarding the initialization period and to calibrate as prompted. Subsequent monitoring showed improvement in calibration agreement, and by (B)(6) 2025, sg and bg differences were within the acceptable range. The user confirmed that the issue was resolved. B4. Date of this report 23 nov 2025. G3. Date received by the manufacturer? 23 nov 2025. H6. Investigation findings updated to 114.